Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the initial valve was placed 70:30 aortic, which resulted in moderate central aortic insufficiency (cai) and trace paravalvular leak (pvl). The team decided to place a second more ventricular, in a 50:50 position, which resolved the cai and pvl. Regarding the cause of the too aortic placement, it was indicated that image intensifier angle was thought to be appropriate, but after the placement of the first valve it was realized that it had to be adjusted. The angle was readjusted, which allowed the second valve to be placed 50:50.

Manufacturer narrative:
Per the instructions for use, device malposition and regurgitation requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, as reported, the cause of the too aortic placement with subsequent cai was the inadequate image intensifier angle. Once the team readjusted, they had a better view and were able to place the second valve appropriately in a 50:50 position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.